Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered one shock and four bursts of anti-tachycardia pacing (atp), and a right atrial (ra) lead sensing issue was suspected. Electrogram (egm) review was requested. P-wave amplitudes were not measured and atrial events were undersensed. Ra sensitivity was set to automatic gain control (agc) 0.15 mv. Technical services (ts) discussed troubleshooting options, and further ra lead evaluation was recommended. This crt-d remains in service. No additional adverse patient effects were reported.